Event description:
Physio-control received a report that the "monitor kept shutting off during assessment even with charged batteries." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
The cause was determined to be the seating of the j11/p11 power connector on the power pcba. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the battery pins and reseated the power supply connectors. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that the "monitor kept shutting off during assessment even with charged batteries." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.